Event description:
Related manufacturer reference number: 2017865-2021-29459. It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) failed to sense and the right ventricular (rv) lead failed to capture. The patient reported symptoms of a minor arrhythmia and dizziness. Programming changes were made and the patient was in stable condition.